Event description:
It was reported that the physician expressed concern that the device reached elective replacement indicator after only three and a half years and there had been no therapies. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. The battery voltage indicated battery depletion/eri. The recommended replacement time in save to disk on (B)(6) 2012, indicated the device was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.632 to 2.611 volts between (B)(6) 2012. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.